Event description:
It was reported that during a cardiac ablation procedure for a patient with a medical history of paroxysmal atrial fibrillation, noisy electrogram signals were observed on poles 7-8 of the pulseselect catheter and associated cable, which did not resolve with changing the cable. The patient was under general anesthesia. The issue was addressed by changing the catheter, after which the signals were normal and the case was completed without medical or surgical intervention or extended hospitalization. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the pscc100 catheter with lot number 0012684016 was returned and analyzed. No anomalies were identified during external visual inspection of the array, shaft, and handle segments. The pcba chip was reprogrammed for functional testing. The catheter passed performance functional testing with the generator; therapy deliveries were completed with no system errors generated. No performance issues were identified. Electrical continuity test revealed an open loop on the electrode #7 wire. During inspection of the shaft segment, broken electrode #7 wire was observed. In conclusion, the issue (noisy electrogram signals) was confirmed through testing and analysis. The catheter failed return inspection due to an open loop on the electrode #7 wire and electrode #7 wire was broken. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.